Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral regurgitation (mr) as listed in instructions for use (IFU), mitraclip ntr/xtr, c.e. Is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the single leaflet device attachment (slda) was due to restricted leaflet pathology. The difficulty or delayed positioning-leaflet grasping was likely due to challenging patient anatomy. The (mr) was an outcome of slda. There is no indication of a product issue with respect to manufacture, design, or labeling. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling. Na.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was challenging due to the rotated heart. The clip was advanced to the mitral valve, the leaflets were difficult to grasp. Eventually the leaflets were grasped; however, when the gripper line was removed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No additional clips were implanted. Mr remains at 4 and the patient remains stable. There was no adverse patient effect or a clinically significant delay during the procedure. The patient had no increased symptoms following the case, so the decision was made to continue patient care with conservative management. No additional information was provided.